Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: just to confirm, were the jaws bent on both devices: yes both side.

Event description:
It was reported that during a low anterior resection procedure, for resection of lateral colon (around rectum), a surgeon had tried to fire with gst gold. But, the first one had been worked nothing at all and the surgeon felt it was stuck on something (maybe rigid tissue). So he had to pull the manual override button to back knife between the jaws. As a result, ¿the middle point of jaw was upwarded within inner two line.¿ and second gst echelon was fired to resect remaining colon, however it was also got stuck again after first firing. The knife could not backward itself thus he did manually it. He described the tissue was more rigid and thicker than regular one, but did not understand jaw was being bent. It is unknown how the procedure was completed. There were no adverse consequences for the patient.